Event description:
It was reported during pm that cardiosave intra aortic balloon pump (iabp) device battery test fail. No patient involved.

Manufacturer narrative:
Due to character limit: e1(event site name): (B)(6). A supplemental report will be submitted upon completion of our investigation.